Event description:
The pt is not doing well [complications of transplanted heart]. Case description: spontaneous report received on (B)(6) 2010, from a health care professional regarding a (B)(6) male, cardiac transplant pt, initials (B)(6). The pt received a cardiac graft that had been preserved with celsior on (B)(6) 2010. Medical history was not provided. Post-transplant, the reporter indicated "the pt is not doing well". Concomitant medication was not provided. Causality and intensity were not provided.

Manufacturer narrative:
Manufacturer's comment: no further details were received. Further information has been requested.